Event description:
Swelling in left leg (oedema peripheral). Pain in left knee (arthralgia). Swelling in left knee (joint swelling). Possible reaction to synvisc (nonspecific reaction). Case description: spontaneous report received on 02/07/2008, from a female pt who had a relevant medical history of knee pain and 2 previous courses of synvisc therapy "at one yr and two yrs." The pt received 2 injections of synvisc in the left knee, the second of which was received on two days earlier. On the morning of the next day, she experienced significant pain and swelling in her left knee and left leg. She was unable to walk due to the pain and swelling. As of the date of receipt of this report, the pt outcome was unk. Qa report was received on 02/19/2008. The prod lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring prod quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Add'l info was received on 02/22/2008 from the pt's rheumatologist/treating physician. He updated her relevant medical history to include: moderate grade of osteoarthritis for a duration of 12 yrs, rheumatoid arthritis (ra), prior effusion, joint narrowing, osteophytes, previous treatment with nsaid's, and previous treatment with steroids. He also confirmed that the pt has received synvisc in the past, and that the synvisc lot for this most recent course of therapy appeared to have come with synvisc lot# q0716 in 06/2007. He reported that the pt received only one injection of synvisc in the left knee on two days prior to original date. No effusion was collected before the injection, and no exudate was collected after the injection. He confirmed that the pt experienced pain in the left knee with an onset date of one day prior to original date. He reported the relation to synvisc as possible. He confirmed that the pt also experienced swelling in the left knee and swelling in the left leg, but did not report onset dates and/or a relation to synvisc. He reported that the pt did not experience pain in the left leg or the inability to walk. He stated that the pt could walk. Treatment was required for the pain in the left knee, swelling in the left knee, and swelling in the left leg. He gave the pt a cortisone injection on one day after the original date, and the pain improved some each day. After that there was some swelling. As of fifteen days after the original date, the pt still had some swelling in the left leg and a slight fullness in the popliteal fossa. The doctor also stated that the pt was afebrile and that "this was a possible reaction to synvisc, but it was never highly inflamed or very swollen". As of the date of receipt of this report, the pt outcome was not yet recovered. Concomitant medications reported include: sulfasalazine (sulfasalazine), plaquenil (hydroxychloroquine phosphate), prednisone (prednisone), which were used to treat the pt's ra.

Manufacturer narrative:
Eval summary. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.